Event description:
It was reported that about 2.5 days after stenting, the patient died. Reportedly an acute myocardial infarction occurred in 2002. The lesion was a cto in the proximal lad, with thrombus and heavy calcification. The target lesion was pre-dilated and a minor dissection occurred. The tristar 3.0 x 18 was positioned over the lesion and the minor dissection, and the stent was deployed at 8 atm. Post-dilatation was performed with the sds balloon at 12 atm. There might have been an additional dissection at the distal edge of the stent with low flow throughout the remainder of the vessel. The porcedure was completed without problem, and the patient was sent to their room. Two days later, sub acute thromobosis occurred. Temporary drop-down of bp was found and an ECG showed that st was elevated. The patient was sent to the cath lab. Restenosis was found inside the stented area. Thrombus was found in the distal stented area when the guide wire crossed in the coronary. The lesion was reangioplastied. Blood flow was improved to timi3, and the patient was sent to ICU. The patient had an additional acute myocardial infarction in the ICU and died. Reportedly, cause of death may be acute closure or coronary rupture.